Event description:
It was reported that the patient presented to the emergency department after receiving multiple shocks. An implantable cardioverter defibrillator (ICD) interrogation showed anti-tachycardia pacing and shocks were delivered for episodes detected in the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones, as well as for detected fast vt (fvt). It was suspected that therapies were inappropriately delivered for supra ventricular tachycardia (svt) or atrial fibrillation (af) with rapid ventricular response. The ICD was later explanted and replaced for a routine generator change. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.